Manufacturer narrative:
Concomitant medical products: 977a260 pain stim lead, implant date: (B)(6) 2017. 97702 pain stim ipg, implant date: (B)(6) 2017. 3550-29 neuro adaptor, implant date: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant the right atrial (ra) lead exhibited under-sensing on presenting electrogram. The ra lead remains in use. No patient complications have been reported as a result of this event.